Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with seven proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, cuff misses occurred with the seven proglide devices. Two additional proglide devices were placed using the preclose technique. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the two additional pre-placed proglide sutures. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.